Event description:
It was reported to st. Jude medical that the device oversensed after the patient actively moved to the left side. Real-time measurement showed normal results. No therapy was delivered during episodes of oversensing the decision was made to explant and replace the lead.